Manufacturer narrative:
Kaz USA, inc. Has requested additional information regarding this incident, and also that the product be returned to our company for testing, but it has not yet been received.

Event description:
The consumer alleged that the thermometer measured false negative readings, resulting in a delay of antipyretic intake (paracetamol) and a delay of treatment due to late visit to a doctor. The consumer did not specify what the alleged faulty temperature readings were, but five days after experiencing fever symptoms, he visited the hospital, where he was diagnosed with neutropenic sepsis by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.